Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine at an unknown dose and concentration and morphine at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient was exhibiting some overdose symptoms on (B)(6) 2016. It was stated that they might want to stop the pump after further assessment of the patient. Troubleshooting could not be performed due to a lack of access to the product. It was also stated that they had not contacted the managing physician for the pump yet. The patient was admitted to the hospital. The hcp denied having the emergency procedure card faxed to them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.